Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and orders were not crossing. The technical support specialist (tss) verified the logs and confirmed that the device was communicating, and no issues were identified. Customer also confirmed that the device was working fine. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients and newly entered orders failed to crossover into the system. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.